Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in munich, germany. Through follow-up communication with the customer livanova learned the following information: - the device was cleaned regularly as per the device instructions for use (IFU). - the hospital does not use patient reusable blankets. - the water quality monitoring is not applied and the h2o2 is not checked every day as prescribed by the IFU. - when the device is not used, device is not stored, since 3ts are ¿rotating¿. - h2o2 is added when the water in the tanks is changed (every 7 days). - a disposable pall-aquasafe water filter with an 0.2 m membrane or equivalent performance filter is used for tap water. - prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected. - device surfaces are disinfected after every operation. - the 3t aerosol collection set is replaced together with the routine of water change / disinfection. - the device is placed inside the operation theatre during use with the fan positioned opposite to the operating field, at an estimated distance between the surgery field and the device of approximately 3-4 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The unit has been segregated and is not in use. There is no report of patient injury.

Manufacturer narrative:
H11: review of livanova complaints database revealed no similar event since device installation in 2015. As per device instructions for use, the hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. This deviation may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures. These actions have been implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.